Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she wasn't sure what the issue with sensor was as she had experienced low blood glucose of 32 mg/dl and the sensor didn't detect it. Troubleshooting was performed on the sensor and customer was advised to insure she is calibrating correctly. She was also informed to monitor the insulin pump and call back if issues persisted. The insulin pump is not returning for analysis.